Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor was unable to complete functional testing.

Manufacturer narrative:
Device evaluation summary. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete functional testing) was confirmed. As received, the monitor failed incoming functional testing. The cause of the failure was isolated to cracked solder joint on processor u902 on the monitor c/a board, which caused an intermittent connection on the u902 processor. The root cause for the cracked solder joint could not be positively identified. No adverse event resulted from the defective monitor.